Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: there were multiple and continual pump reboot events recorded in the black box. The pump was run on a 24 hour basal program using a test cap with no intermittent power/reboot occurrences. The returned battery cap was unable to securely attached to the pump. The battery cap had stripped threads. There was a battery compartment crack on the side of the battery compartment from the threads traveling down to the case seal. The battery contact height was found to be too low.